Event description:
A medical center in (B)(6) reported, via a distributor, that the gas inlet "nipple" of an rd900aeu neopuff infant resuscitator was damaged. This was noticed during use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.